Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the proximal left anterior descending coronary artery with moderate tortuosity, moderate calcification and 80% stenosis. After serial pre-dilatation with 1.5 x 12 and 2.0 x 12 mm mini trek balloon dilatation catheters at 8 atmospheres, a 3.0 x 18 mm xience xpedition stent was deployed at 10 atmospheres. Post stent deployment, a distal end dissection was noted. A 3.5 x 18 mm xience xpedition stent was deployed to successfully treat the dissection and complete the procedure. Results were good with timi flow iii and no residual stenosis. There was no reported clinically significant delay in the procedure. No additional information was provided.